Event description:
It was reported that the expiration date was missing on shelf pack with a bd ultra-fine¿ insulin syringes, 1ml 30g x 1/2 . The following information was provided by the initial reporter: it was reported that expiration date was not on shelf carton. Consumer wanted to know if syringes were still good to use. Stated, did not see expiration date.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6312688. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Initial reporter state: address information was not able to be obtained, however, nj was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the expiration date was missing on shelf pack with a bd ultra-fine¿ insulin syringes, 1ml 30g x 1/2 . The following information was provided by the initial reporter: it was reported that expiration date was not on shelf carton. Consumer wanted to know if syringes were still good to use. Stated, did not see expiration date.